Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v60 ventilator had a cbit battery failed error code. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the philips remote service engineer (rse), while device was undergoing scheduled service, the tech found error code 1124 (cbit battery failed) in the logs. A philips fse replaced the battery with a customer supplied philips brand battery, and power management pcba which resolved the issue. The device successfully passed all required performance verification tests, and was returned to service.